Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred ¿three months prior¿ to contacting lifescan. The patient manages her diabetes with oral medication, diet and exercise and it is unknown what changes, if any, she made to her usual diabetes management routine in response to the alleged issue. The patient claimed that an unknown time before the alleged issue occurred she had developed a symptom of ¿extreme hunger¿ and that an unknown time self-treated with food or drink. During troubleshooting the cca noted that the issue was not resolved when the patient was walked through a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the meter issue occurring. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.